Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that piece of cartridge broke off from preloaded intraocular lens device while inserting lens into eye. Additional information was received and it was learnt that it was a piece of the tip of the cartridge that broke off, however the lens was inserted successfully without any issues. There was no patient injury reported. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/9/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger was observed in fully advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic residues were observed. Dfu states to completely fill the viewing window of the pcb00 with ovd. The cartridge was observed positioned, with stress marks in the cartridge tube and with the cartridge tip broken. This condition appear to be caused by the lens delivered due to the scarce amount of viscoelastic used. The complaint was verified however it could not be related to the manufacturing process it could be related to the handling process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.